Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia and they were taken to emergency room. The blood glucose level was 45 mg/dl at the time of event. The customer current blood glucose was 85mg/dl. The auto mode feature was active at the time of low blood glucose event. The troubleshoot was performed. The customer alleges the pump was over delivering due to low blood glucose value. The customer did experience symptom such as shaking due to low blood glucose value. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food, glucose tablets and intravenous drip. The insulin pump will be returned for analysis.